Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose readings that she was unable to bring down. Customer stated that her blood glucose readings were 600 mg/dl all day at work and became concerned when they were not dropping. Customer's blood glucose readings at the time of the hospitalization were 598 mg/dl. Customer stated that they had high stress and gastroparesis prior to the hospitalization. It was noted that the customer was treated with the insulin pump at the hospital. Health care provider stated that the insulin pump was working fine. Customer also mentioned that they recently received a failed battery test alert, however, were not concerned and declined troubleshooting. No further information reported.